Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had lost weight and the implantable neurostimulator (ins) would shift into uncomfortable positions. It was noted that the ins was implanted in the patient¿s right abdomen. A pocket revision and ins replacement occurred. The rep stated that there were no issues with the ins and impedances were within normal range, however, the physician wanted to replace it since it would normally reach end of service (eos) in 3 years. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the device will not be returned to the manufacturer. They also confirmed that the patient¿s weight loss was unrelated to the device/therapy. No further complications were reported or anticipated.